Event description:
Healthcare professional reports hemochron response instrument gave an unexpected act of 1200 and then gave an expected act result of 506. No adverse events reported.

Manufacturer narrative:
(B)(4). Method/result/conclusion: manufacturer/evaluation/investigation pending product return from user facility. Itc (B)(4), MDR # 2248721-2010-00166. Itc has requested all data required for form 3500a.